Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 22mg/dl. The expected fasting blood glucose test result range is 120mg/dl. The customer did report symptom of feeling sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 6/14/2020 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Son stated that when the result of 22 populated in the meter, mother was sweating. Son gave her peanut butter with toast, apple juice and some apple sauce to bring her sugar up. Customer is feeling fine right now. No medical intervention was needed. Customer does not have any test strips to perform back to back testing.